Manufacturer narrative:
The reported complaint of "the icy catheter (lot # 96875) leak" was confirmed during the functional testing. A bond leak was noticed at the proximal end of the medial balloon during pressure leak test. The probable root cause for the reported complaint could be due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the catheter balloons. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the proximal end of the medial balloon. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 96875.

Event description:
The customer experienced two different issues during the ivtm therapy for a patient with hypothermia. The user noticed empty saline bag and the thermogard xp ivtm system (sn (B)(4) generated "air trap" alarm. There were no saline traces observed on the floor and around the system. The user replaced the saline bag and noticed that the saline bag got emptied again. The user noticed saline traces on the ivtm system and on the floor. Suspecting icy catheter (lot # 96875) or start -up kit (suk) (lot # 099187) leak. · the power supply got wet and there was a short circuit and a smoky burned smell observed on the ivtm system. The user noticed wet roller pump, wet start -up kit (suk) (lot # 099187) and wet drip tray. However, no visible damage was observed. The dwell time of the icy catheter was 24 hours and the dwell time of the suk was 18 hours. The icy catheter was used as a central line for 6 hours. The target temperature was 33 °c and the temperature at the time of the issue was 33.1 °c. The patient's condition was stable and no patient consequence was reported. Please see the following related MFR report: MFR 3010617000-2020-00050 for thermogard xp ivtm system.